Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4). This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Liner extractor tip broke while removing the metal insert.

Manufacturer narrative:
Examination of the returned instrument could not confirm the tip broke; the material on the end of the tip is significantly damaged. The root cause is attributed to misuse. A previous investigation found the instrument may have been used to pry out either a metal or ceramic liner instead of tapping to gently breaking the bond between the tapers. This instrument is designed for removal of polymer inserts. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the investigation, the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.